Event description:
It was reported by service report that the foot end casters will not lock into brake when trying to engage the casters. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.